Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness. This is 1 of 2 reports concerning the patient¿s episodes of loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The date of the event is an approximation. This is one of two reports concerning the patient¿s episodes of loss of consciousness. The patient initially contacted support regarding issues with receiver reinitializations. During the conversation, the patient gradually disclosed that he had passed out twice last week approximately on (B)(6) 2025, though he did not provide exact dates. He mentioned that an ambulance was called, but declined to share further details, stating that the issue had already been resolved. At the time of the report, the patient was confirmed to be okay. Due diligences were not attempted as the reporter elected to not be identified. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.